Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a type a lesion in the mid left anterior descending artery, which was 90% stenotic. Seven treatments were administered at 50,000 rpm. Slow flow was observed following use of the oad. The physician placed a drug eluting stent and coronary flow was reestablished. The patient was well following the procedure, but expired three days post-procedure due to a stent thrombosis. The physician stated the patient's death was not related to the oad, and was possibly caused by resistance to anti-platelet medication.